Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. It is unknown if the customer experienced any symptoms. It was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.